Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 1.7 inr. Donor 2 inr: 2.4 inr. Donor 1 hct: 43%. Donor 2 hct: 52%. Testing results: donor #1: retention meter and master lot strips: 1.7 inr. Retention meter and customer strips: 1.7, 1.7, 1.7, 1.7 inr. Donor #2: retention meter and master lot strips: 2.4 inr. Retention meter and customer strips: 2.4, 2.5, 2.4, 2.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy. Medwatch fields concomitant medical products and device evaluated by MFR have been updated.

Manufacturer narrative:
Occupation is lay user/patient. Country of origin is (B)(6). The customer¿s strips and meter were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 393936) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Retention material complies with the specification. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek inrange meter serial number (B)(4) when compared to a coaguchek pro ii meter with an unknown serial number. The coaguchek inrange meter received a m-44 error and then a result of 1.5 inr. About an hour later, the coaguchek pro ii meter result was 2.4 inr. The patients therapeutic range is 2.5-3.5 inr and tests every 4 days. There was no allegation that an adverse event occurred.